Event description:
Patient called to report exam by eye care professsional (ecp) and diagnosis with acanthamoeba od. Patient stated they presented to ecp office with complaint of pain, loss of acutiy and photophobia. The patient states has not been swimming or in a hot tub and the only contact with water has been the shower. The patient further states the ecp diagnosed the injury early and treatment was begun, but states cannot see from that eye and light is very painful. The patient uses opti-free nightly for cleaning and disinfection. The patient was referred to the opthalmology clinic for treatment, but the clinic will not share information citing privacy reasons. Following the initial contact with the clinic, the mother of the patient states she would sign a release of information. The clinic has not returned repeated calls for information.